Manufacturer narrative:
The product has been requested for investigation, and a follow-up report will be submitted once investigation results are available.

Event description:
Customer reported receiving an error message and a port issue with their meter and were unable to test. As a result, they experienced feeling dizzy, hungry, headache, nervousness. They were seen at a local hospital, diagnosed with hyperglycemia and treated with fluids (solution unknown). There was no report of death or permanent impairment associated with this event.